Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the right ventricular channel that has resulted in pacing inhibition and inappropriate nonsustained episodes.